Event description:
The customer reported that the surveyor central system was not giving off any audible alarms only flashing. This event was captured in hillroms complaint handling system under ref # (B)(4).

Manufacturer narrative:
The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and on-demand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The device was repaired on site where the hrc technician verified the alarms were not sounding on both nodes of the surveyor central unit. The hrc technician replaced the displayport cable with dvi and configured the sound settings in windows to use the internal pc speakers and the system passed all functional testing. There was no patient injury reported as a result of this malfunction however if the event were to recur we cannot rule out the possibility of patient harm, therefore hillrom is cautiously reporting this event.